Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) 03/27/2009 documentation, and spoke with the pt through an interpreter to clarify symptoms the following month. The pt had received the replacement meter. On nine days prior to original date at 9:30 am the pt's one touch ultra meter would not turn on after the pt inserted a test strip to perform a blood glucose test. Thirty or forty minutes later, the pt felt "confused and like my soul was being taken from me". The pt tested on his sister's unk meter, result 490 mg/dl. After injecting 40 units 70/30 novalin and taking one 500 mg glucovance tablet, the pt's blood glucose dropped to 200 mg/dl and the pt stated he felt better. During the pt's conversation with the cca on original date, the meter turned on with the power button but not with a test strip. Due to the pt's elevated blood glucose that required insulin after the alleged product issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.